Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56, serial #: (B)(4), description:avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient was experiencing overstimulation from the spinal cord stimulator (scs) device. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing overstimulation from the spinal cord stimulator (scs) device. The patient will undergo an explant procedure. No device malfunction was suspected.